Event description:
During the genioglossus muscle advancement procedure, the muscle was alvused from the bone as a result of the guide rod instrumentation breaking during the osteotomy portion of the procedure.